Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.5x23mm xience pro stent delivery system (sds) failed to cross the proximal left anterior descending (lad) coronary artery lesion due to calcification. A little force was applied and, the shaft, outside the patients anatomy, separated. The device was removed without intervention. Medical management was advised for lesion treatment. The patient was reported to be fine. There was no adverse patient effect or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.